Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacture representative (rep) on 2018-apr-21. The rep stated that the healthcare professional (hcp) did a washout on (B)(6)2018 and the lead was not affected. Therefore, the system is still implanted. A culture was taken to determine if it was an infection. Test results at this time are unknown. No further complications were reported/are anticipated.

Manufacturer narrative:
Continuation of medical devices: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2018, product type lead. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2018, product type lead. Information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 04-dec-2021, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 26-jan-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for spinal pain. The lead site was infected. The infection is superficial according to the healthcare professional (hcp). The hcp is going to do a washout on (B)(6) 2018. If that is unsuccessful, they will explant until the infection heals. No further complications were reported/are anticipated.